Event description:
Procedure type: inguinal hernia repair. According to the reporter: surgeon made main port incision with visiport plus, and during the 3rd trigger press, a tiny piece of clear plastic broke free from the trocar and was inside funnel where the scope is inserted. The piece did not fall into the cavity. The instrument was removed and a new one was used. Or time was delayed at 10 minutes. No bleeding. No injury reported.